Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
V40 head recall. Patient had a 44 +4 v40 head that was listed on the recent v40 recall. Surgeon performed revision surgery to explant affected v40 head and stem. 44 +4 head, accolade tmzf size 5 stem and 44g poly explanted. Restoration modular and mdm re-implanted. The patient was no longer able to walk on their replaced total hip. The initial plan was to revise the total hip in (B)(6) , however over the past weekend the patient called and told the surgeon he could no longer stand or walk. The pain began once the patient could no longer walk.

Manufacturer narrative:
An event regarding disassociation involving an accolade tmzf hip stem #5 was reported. The event was confirmed. Method and results: device evaluation and results: the porous section of the stem has remnants of bone cement. The neck of the stem is worn. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. ¿the x-ray confirm shows disassociation of head and stem, need operative reports, clinical and past medical history, and need dated x-rays.¿ device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because the provided medical information that was submitted to a consulting clinician who deemed it insufficient for a medical review. According to the clinician, the ¿x-ray confirms disassociation of head and stem.¿ additional medical records such as operative reports, clinical and past medical history, and dated x-rays are needed to confirm the root cause.

Event description:
V40 head recall. Patient had a 44 +4 v40 head that was listed on the recent v40 recall. Surgeon performed revision surgery to explant affected v40 head and stem. 44 +4 head, accolade tmzf size 5 stem and 44g poly explanted. Restoration modular and mdm re-implanted. The patient was no longer able to walk on their replaced total hip. The initial plan was to revise the total hip in october, however over the past weekend the patient called and told the surgeon he could no longer stand or walk. The pain began once the patient could no longer walk.